Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 device evaluation.the test strips have been returned and further evaluated by lifescan product analysis with the following findingsthe test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, a secondary issue was noted when the electrodes were found to be scored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strip enzyme was found to be contaminated. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. The control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2016 at approximately 1:00am. The patient reported obtaining a control solution result of "92 mg/dl" which fell below the accepted range of "102.0 and 138.0 mg/dl" as printed on the test strip vial. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied taking any action in regards to his usual diabetes management regimen due to the alleged issue. The patient reported developing symptoms of feeling "dizzy, unstable gait and shakes" 5 hours after the alleged issue began but denied receiving any treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr walked the patient through a control solution test on the subject meter and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate low control solution result with the subject meter.